Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had a bent cannula and was not receiving any insulin. At the time of concern, the patient never received an occlusion alarm. In addition, the patient indicated that on (B)(6) 2013, she awoke with elevated blood glucose reading and was admitted to the hospital for dka. She was in the ICU for 3 days and was treated with IV insulin and fluids. On the day of the call to animas, the patient continued on insulin pump therapy. During troubleshooting, the patient was given information about the amount of pressure built up behind that bent cannula in order for the pump to alarm. There was no product misuse. The alleged issue was not resolved. This complaint is being reported due to the alleged occlusion alarm issue and because the patient required medical intervention for dka while she was on the subject insulin pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings:- no defect was found. Last basal delivery was on (B)(6) 2013 .black box and alarm history reveal no ¿occlusion¿ alarms. Tdd add up correctly and equal the programmed basal target. No battery cap was returned, a test cap was used, the pump powers ¿on¿ and displays ¿verify¿ screen. ¿ez-prime¿ steps were performed and the pump was exercised for 24hr, no ¿occlusion¿ or any alarm occurred during the duration test-force sensor calibration reading is at the correct count ¿occlusion¿ alarm was stimulated; the pump gave the correct audible and visible alert the history recorded accurate ¿occlusion¿ alarm info. The pump passed a 29h flow test pump¿s case was removed, no further moisture ingress was found to the pcb, no intermittent condition was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.